Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thorascopic lobectomy, on the first firing the surgeon tried to fire the device, however the handle was locked and could not fire the device. The procedure was completed with another device. The event occurred during the procedure but the product was not used for patient. There was no patient injury.

Manufacturer narrative:
Additional: (brand name),(model #, catalog #, expiration date:, UDI #).if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thorascopic lobectomy, on the first firing the surgeon tried to fire the device ,however the handle was locked and could not fire the device. The surgeon able to press the green button but was not able to squeeze the handle. The procedure was completed with another device. The event occurred during the procedure but the product was not used for patient. No patient injury.